Event description:
It was reported during the implant procedure that the physician was unable to retract helix into lead in spite of several attempts made to position lead. The lead was not implanted. No patient complications have been reported as a result of this event. (B) (4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. Helix cannot be further tested due to damage. Distal conductor distorted and deformation/fracture of the inner coil causing extension problems. Upon visual inspection it was noted that the lead was deformed/fractured in a 5cm prox. Section of the inner coil.